Event description:
The customer's mother brought the customer to the hospital where he was diagnosed with high bgs and large ketones. The customer was treated with IV fluids to bring the ketones down.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization for hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.